Manufacturer narrative:
The patient returned for a follow up CT where physician observed that the endoeak has resolved by itself. As of the date of this report there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. At the end of the procedure, the final angiogram showed the presence of a type ia endoleak. Physician ballooned the lean and placed a cp stent, however, the endoleak persisted. The physician decided to conclude the procedure and decide on treatment at a later date. Approximately 5 days post index procedure, another CT was taken and the endoleak was observed to be almost resolved by itself. The physician elected to do no treatment and follow up with the patient after 1 month. As of the date of this report, there have been no additional patient sequelae reported.